Event description:
It was reported that during a routine device downgrade, a left ventricular (lv) lead was attempted to be placed. High thresholds and diaphragmatic stimulation were observed. Multiple positions were attempted. The lead was removed and the chronic lv lead was reused. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned. Analysis was performed and no anomalies were found concomitant medical products: brg25944 lead, implanted: (B)(6) 2010; bck09110 lead, implanted: (B)(6) 2007; badn11447 lead, implanted: (B)(6) 2007. (B)(4).